Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a crack on the device. Customer had an experience with diabetic ketoacidosis. Customer's blood glucose was unknown. Customer was assisted in transferring the device program to her new device. Customer will not be returning the device for analysis.